Event description:
It was reported that the pt experienced a sound quality issue followed by a loss of lock with the device. External equipment was exchanged; however, this did not resolve the issue. The center decided that the device was not functioning. Surgery to explant the pt's device and re-implant with another device will be scheduled. Advanced bionics is currently in the process of gathering add'l info. When more info becomes available a follow up report will be sent.